Event description:
It was reported that the customer fell on the pump and as a result the touch screen became shattered and difficult to read. The customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.